Manufacturer narrative:
Other text: one unit was returned for investigation with no visible damage. Device was leak tested and after 10 minutes of running, the device started to leak. The faulty part was repaired. Root cause analysis was unable to be determined. DHR review found no causes or potential causes to the customers reported problem.

Event description:
It was reported that the device was leaking.